Event description:
The patient had a pump refill at 3 pm under fluoroscopy. The pump was filled with 40 ml of morphine sulfate (35 mg/ml). It was considered to be a normal refill without any issues; there was no drug or prescription change. The patient was monitored for approximately 45 minutes and then sent back to the nursing home. The next day at 8 am, the patient started having respiratory difficulty and was sent to hospital. The patient was admitted to the hospital and put on a narcan drip. Two days later, the patient was fine; he was off the narcan drip and was alert and oriented.

Manufacturer narrative:
(B) (4).